Event description:
It was reported that during a breast biopsy procedure, clips would not advance. The 1st clip was released and then, the instrument blocked. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.